Event description:
The pt was implanted with coloplast aris mesh on (B)(6) 2006, a competitor's product on (B)(6)2008 and herniamesh t-sling on (B)(6) 2010. Later the pt experienced on (B)(6) 2008 reports being wet after intense coughing; feeling something tear, has been wet ever since; microscopic hematuria; disposition - repeat sling vs cystoscopy for eval of hematuria. An implant of a competitor's product was performed on (B)(6) 2008. On (B)(6) 2009 reports severe coughing replated to smoking that had caused total incontinence. On (B)(6) 2010 urodynamics performed showed hospitable bladder. A cystoscopy with pubovaginal sling using t-sling was performed. On (B)(6) 2010 reports doing well with no incontinence. On (B)(6)2010 reports a pulling sensation on the right side and husband can feel scratch/irritation. An exam revealed erosion of sling at the left of the vaginal flat which may have come loose during sexual activity. On (B)(6) 2010 an excision of mesh from the vaginal introitus was performed. On (B)(6) 2010 pt reports doing well with leakage if she has a full bladder, happy with progress adn denies burning, stinging, urgency or frequency, no vaginal vault erosion.